Event description:
In 2003, a gore exluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. In 2005, a postoperative computed tomography scan revealed a proximal type I endoleak and a type ii endoleak with blood flowing into the aneurysmal sac. Two months later, the device was explanted and the aneurysm was surgically repaired. The patient tolerated the procedure.

Manufacturer narrative:
A gore excluder aaa endoprosthesis contralateral leg component was also implanted (pcc141400/lot# 022254010).